Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use laser fiber was used during a lithotripsy procedure to treat stones in the kidney, performed on (B)(6) 2021. During the procedure, the laser fiber stopped firing. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable based on the investigation finding of the laser fiber broken.

Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail single use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in two pieces. The first laser fiber piece measured 257.1 cm and the second laser fiber piece measured 53.4 cm. The exposed glass tip measured 2 mm and had normal degradation. A functional evaluation revealed that the light from the sma connector is bright and round. When connected to the laser console, the following message was displayed: "fiber may not be used anymore. Please connect new fiber, indicating the fiber was recognized by the laser console and had been used. No other problems with the device were noted. The reported event of the lighttrail single use laser fiber stopped working was confirmed. Laser fibers are consumable devices and intended to degrade with use. The analyzed of the returned device revealed that the fiber body was fractured. It is likely that procedural usage and conditions contributed to the reported event. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (IFU) / product label.